Event description:
Device returned for inspection: product observations: device appeared to be returned inside of a (B)(6) box, but the original device packaging was also inside of the (B)(6) box. All applicable components of device were returned; the user guide was not. Side 1 handles were returned with the end caps removed (this is the side that allegedly fell off we believe), and the inward-facing ends of the caps were deformed. Side 2 handles were returned with the end caps still in place. After inserting both the handles, side 1 felt very wobbly unlike side 2. Side 2 felt much more secure. The detent buttons on side 1 were both protruding/fully extended upon examination and did not appear defective. The back receiving tube for side 1 handle and the handle itself did appear to be slightly warped. The back receiving tube for side 2 handle (the more stable side) did not have the same warping. The end caps of side 1 handle were put back into place for testing to see if this made the handle feel more stable. In result, side 1 handle with or without the end caps in place had the same wobbling. All end caps were measured for both handle 1 and handle 2, and the outward-facing end of each cap measured 7/8" in diameter. We tried pushing on the inserted handles to see whether they would fall out. Neither side 1 or 2 handle fell out, but side 1 handle did remain feeling wobbly/not as stable. Therefore, we were unable to duplicate the complaint of handle falling out, but did identify signs of warping on side 1 and the handle did not feel as stable as the other side. We are unable to determine a definitive root cause at this time. Raised toilet seat handles are not intended to support a user's full weight. If user leaned on the handle, this may have impacted the handle falling off but the case doesn't directly say whether user leaned on handle.

Event description:
End user was using the toilet seat riser on her toilet right beside her walk-in shower. She was using the toilet seat for several days just fine. As she was on her walker getting up from the riser turning to the right, one of the rails (handles) of the toilet seat flew into the shower and she fell over into the shower. There was a bump out made in the shower for someone to sit in the shower, and it's tiled, her head hit this tiled bump out area. They went to the ER and she needed two stitches in her head, blood pressure erratic and her head was bruised. They kept her for a day for observation. She was reassessed because three weeks prior to this fall she broke her hip. She is now at a single-bed hospital for further therapy because the fall set her initial injury back. Warning insert attached. First bulletin: "users with limited physical capabilities should be supervised or assisted while using this device." Fifth bulletin: "while using this device, keep weight centered over the toilet seat. Do not lean or reach while using the device as this may result in the seat tipping." Sixth bulletin: "devices with armrests contain handles that are not intended to support the user's whole weight."